Event description:
A nurse reported a pt with a history of injections into the oral commissures every 6 weeks. She recently noted that the pt had developed scar tissue at the injection sites, which she believed was possibly due to the repeated injections. No medical or surgical intervention was prescribed or planned. No further info was recalled.